Event description:
It was reported that the patient received inappropriate therapy, due to t-wave oversensing. The lead was removed when a reposition was unsuccessful.

Manufacturer narrative:
Upon receipt, the outer insulation was found to be damaged at 8.1 cm from the connector pin on the is-1 leg. The damage was a result of friction to the ICD can. The metal filars of the sensing coil were exposed and this damage can cause oversensing. The lead tip stiffness was found to be within specification. The lead exhibited normal electrical characteristics. Other abrasiion marks observed on the lead were a result of damage sustained in the field and are not related to the complaint.